Event description:
It was reported that bd precisionglide¿ needle came with a mixed box of blunt and sharp products. A blunt needle was used and caused a piece of bung to be pushed into the fluid bag. No serious injury or medical intervention was reported.

Manufacturer narrative:
Seven unused actual samples in sealed package were returned for evaluation. The 7 representative samples were subjected to visual inspection. Device history records were reviewed. No similar nonconformance was detected during in-process and outgoing inspection. No quality notification was raised for similar nonconformance. Investigation conclusion: the results of the visual inspection for all 7 samples shows that there was a mix of blunt with pointed needles. Root cause description: the manufacturing process was reviewed. This may have occurred when the production technician had mistakenly poured in the wrong bag of needles during the primary packaging. Rationale: CAPA (B)(4) is initiated to address this issue.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle came with a mixed box of blunt and sharp products. A blunt needle was used and caused a piece of bung to be pushed into the fluid bag. No serious injury or medical intervention was reported.